Event description:
It was reported that this right ventricular (rv) lead was explanted due to a significant increase in threshold which led to an intermittent loss of capture (loc) before reprogramming. The physician decided to explant the lead and a new lead with the same model was implanted. No additional adverse patient effects were reported.